Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report : 02/13/2017. One lf1737 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual examination of the device found heavy mechanical damage with broken tip and seal plate distortion. The customer reported the device did not activate. The reported condition was confirmed. The rfid log show that on (B)(6) (the incident date) this device was activated 71 times for a total of 101 seconds. Fifty two seals were completed during this time. The logs indicate it was shipped to the customer in a functional state. The device cannot be activated in the present condition because there was heavy mechanical damage including breaking of the nose of the device and seal plate distortion. The successfully completed seals and the testing performed during manufacturing indicates this failure was not a manufacturing defect. The investigation identified the root cause of the reported event to be the user dropping the device to the ground so that the tip of the device contacted the hard floor. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device did not work. The surgeon used another device and carried on with the procedure. There was no contact with the patient. Upon receipt for investigation and initial inspection of the device the rfid logs showed the device to have been used. A piece of plastic approximately 3mm x 3mm from the amold was missing and not returned. After confirming with the customer there is no possibility that any missing piece was left in the patient. The device was never used on a patient, the issue was noted when testing the activation function and the device was immediately replaced by another one.